Manufacturer narrative:
(B)(4). Request has been made to the customer to retrieve pt involvement info. If the customer reports further info, a f/u medwatch will be submitted.

Event description:
The customer reported that an 840 ventilator stopped cycling. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu, gui cpu, and gui to bd cable. The unit passed extended self-testing.